Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/21/2017 with the following findings: black box shows no evidence of a "intermittent power" event however cs 052/054 errors observed in bb beginning on (B)(6) 2017. Pump powers with returned battery cap. Battery cap is able to fully tighten however "coin slot" is worn making the removal of the battery cap a bit difficult. Battery cap measures within specifications. . Battery compartment crack observed in thread area above grip pad. No evidence of moisture contamination inside battery compartment. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. A "intermittent power or cs 052/054" event was not duplicated during investigation.